Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion during insertion.

Event description:
On 02/09/2024, it was reported by a sales representative via e-mail that an ar-3636h self bunching 1.8 knotless hip fibertak when attempting to reduce it down and tension fully they were unable to fully reduce once shuttled. This occurred during a hip labral repair on (B)(6) 2024 where the implant had to be removed and a new ar-3636h self bunching 1.8 knotless hip fibertak was used. The patient had normal bone quality and the bone socket was prepped using an ar-3638dhc-2 disposables kit.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.